Event description:
Injection given with integra syringe. Upon withdrawal of the product from the patient, nurse activated the retractable mechanism and needle discharged outward from the syringe, traveled several feet across the room and struck another individual. Both individuals were sent to ER where they were treated and tested for pathogen exposure. Initial test results indicate to exposure to the individual who was stuck by the needle.